Manufacturer narrative:
Implanted date: device was not implanted, explanted date: device was not explanted. (B)(4). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported when the angio-seal poly-foil pouch was opened, a kink was found in the tip of the locator when the angio-seal poly-foil pouch was opened. The device was not used and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was pci (percutaneous coronary intervention). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was the right common femoral artery. No patient injury. There was no blood loss. There was no health damage to the patient. No equipment or other devices were used with the angio-seal device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.